Event description:
Surgeon felt that the cam02 monitors (generally speaking) show a differential of anywhere from 5 to 10mm of mercury (drift of icp) versus. When they are simultaneously using a transducer to measure that same icp. As a result, the surgeon stated he questions their overall accuracy. There was no patient injury and no revision/medical intervention required.

Manufacturer narrative:
Investigation completed 05/18/2017. Method: -trend analysis, -failure analysis. The review encompassed dates 25-may-2016 to 25-apr-2017. There were 21 complaints which contained the search criteria. Since the serial number of the cam02 monitor was not provided after several documented requests, it cannot be determined if this is a single complaint occurrence for this cam02 monitor. Rate of occurrence: during the time period ¿may 2016 to apr 2017¿, the global product usage for cam02 monitors was calculated as 22,837 usages, using the total quantity of cam02 monitor catheter sales sold to calculate the quantity of usages. One (1) catheter is used per procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of complaints in the complaint review (21) can therefore be calculated as 0.009% (9 x 10-4) (probable) of procedures. Conclusion: product was not returned, therefore, the evaluation was unable to be performed. Therefore, an investigation for cause was unable to be performed.